Event description:
Channel a underdelivered during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.